Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide complaint database search found no other related reported incidents against the provided product code/lot number combination since release for distribution. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received right primary attune tka to treat end-stage osteoarthritis. The patella was resurfaced, and depuy cement x 2 was utilized. The procedure was completed without complications. Patient receive a right knee revision to treat pain secondary to loosening and collapse if the tibial tray. Upon entering the joint, a synovectomy was performed. The femoral component was well-fixed but revised. The tibial tray was grossly loose at the cement to implant interface. There was extensive proximal and medial tibial bone loss. The patella was well-fixed and retained. There was no reported product problem with the explanted tibial insert. The patient received competitor revision products. The procedure was completed without complications. Doi: (B)(6) 2017; dor: (B)(6) 2019; right knee.